Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection of the returned product noted that only a grommet was received in a small sample jar. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lung biopsy procedure, while the unit was being applied at the lung, the device was detached/fell off. The surgeon was placing an instrument through the port. It dislodged a rubber grommet from inside the port which fell into the patient. The grommet was removed with graspers to complete the case. No patient injury noted.